Event description:
It was reported, that the patient presented, prior to generator change. With a history of over-sensed noise and inappropriate automatic mode switch exhibited by the right atrial lead. During the procedure, an insulation breach was observed, upon visual inspection. The lead was explanted and replaced. The patient was stable before, during and after the procedure.